Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead exhibited high impedance. Upon interrogation, the lead impedance measurements fell back into normal range. The lead was replaced. The patient was asymptomatic and was stable before, during, and after the procedure.